Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that, the patient experienced an issues with 2 infusion sets, with each set having different types of tubing issues. The patient specifically mentioned that the infusion set tubing was leaking at the site. The events occurred on (B)(6) 2024, and each infusion set was used for one day. The patient's blood glucose levels at the time of the issue were 135mg/dl for one event and 118mg/dl for the other event. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. . Further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-08259 - device 2 of 2.